Event description:
Physician stated cautery "misfired" during tonsillectomy. Patient sustained approximately 1 centimeter burn to the corner of the right bottom interior lip (white area, no blister). Physician treated immediately with ice chips and kept ice on during procedure. Tip of cautery was in patient's tonsil area and insulated pencil was resting against patient's lip.